Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced hyperglycemia. Customer also reported difference between sensor glucose and blood glucose values. Customer reported blood glucose value of 209 mg/dl at the time of high blood glucose event. Customer was treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1884, mmt-332a, mmt-242a, mmt-7020pla. Troubleshooting was partially performed. Insulin delivery was suspended. Customer reported blood glucose value of 130 mg/dl and sensor glucose value of 60 mg/dl during the discrepancy between glucose values issue. Difference between sensor glucose and blood glucose was more than 30%. Issue for deviation of glucose values occurred on previous sensor which was removed. Sensor was being replaced. Customer was using the auto mode/smart guard feature at the time of the event. Customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-242a. No product return is required for mmt-7020pla.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the differences in the sensor glucose vs blood glucose event. The sensor glucose was¿ 60 mg/dl, and the blood glucose value was 130 mg/dl which was outside of the acceptable range. The customer experienced hyperglycemia and hypoglycemia. The sensor glucose and blood glucose difference is 70 mg/dl. The event involved product(s) for mmt-7020pla. Troubleshooting was performed and the insulin delivery was suspended due to the sensor glucose vs blood glucose event. The customer is reporting a discrepancy between sensor glucose and blood glucose which is not within range. No further patient complications were reported. No product return is required for mmt-7020pla.